Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the third-party service center for evaluation and the customer¿s complaint was not confirmed. The service technician at the third-party service center was not able to reproduce the customer's complaint due the screen not turning on and the device constantly rebooting due the display printed circuit assembly (pca) board. The display pca was replaced to address the screen issue for this device. Additional findings not related to the malfunction/issue was contamination in the blower bellows seal, blower mount, and muffler assembly. These parts were replaced on the device. There was damage to the side panel and scratches on the filter cover. These parts were replaced on the device. A system error was found on the device and the following parts were replaced to address this issue: tubing-system pca, tubing-blower chassis, tubing-fio2, and tubing-low flow o2. The air inlet foam filter was proactively replaced on the device. After all the parts were replaced on the device, a system test was performed on the device.